Event description:
It was reported that during a lap colon procedure after sealing tissue, surgeon went to deploy the blade to cut the sealed tissue, but tissue did not cut. Instead it pushed the tissue out of the jaws. Tissue was sealed, no harm to patient. Surgeon just concerned that the device was not working properly, so exchanged for another device. There was no delay to the surgery.

Manufacturer narrative:
(B)(4). Batch # x94l7c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with the upper jaw broken at the closure slot. Not all pieces were returned with the device. Additionally, it device was returned with the distal guide weld broken. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The jaws could not close fully. Upon visual inspection of the device, it was observed that the closure pin was tilted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: it was found that during analysis the upper jaw broken at the closure slot. Not all pieces were returned with the device. Is it known where the pieces may be? Could they have been left in the patient? Answer = no fragments were generated as indicated in the initial report. The hospital contact did not report any pieces dislodging from the instrument or being left behind in the patient upon follow up.